Event description:
The device was returned to the manufacturer, analyzed, and tested out of specification. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the device was returned and analyzed. Analysis was performed and identified a failure condition that disappeared during analysis. No telemetry c. Multiple power on reset (por¿s) occurred, firmware initiated a por with no reason code. Concomitant products: 6944-65 implantable tachy lead (B)(6) 2011. (B)(4).